Manufacturer narrative:
Weight & ethnicity: unknown, not provided. Date of event: unknown, not provided. Serial number: unknown / not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. If explanted, give date: iol remains implanted so it has not been explanted. Initial reporter first name: unknown/ not provided. Phone no.: unknown / not provided. Device manufacturing date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review cannot be performed since the serial number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed and no malfunction is confirmed. Attempts were made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with tecnis synergy intraocular lens (iol) reported of deficiency with far vision despite having good outcomes when measured at the office (20/20 or so) during follow-up evaluation. It was indicated that the patient is aware of the residual defect that will remain after refractive lens exchange (rle) about + 2- + 3.5 d in both eyes and the need for laser correction after about 2-3 months. Pre-operative evaluation ((B)(6) 2019): uncorrected visual acuity (ucva), right eye: 0.05 and left eye: 0.05. Best corrected visual acuity (bcva), right eye: 1,0/ +8,5/ 0,5/ ax 5 and left eye: 0,7/+9,5/-0,75/ ax 5. The refractive lens exchange (rle) for both eyes were performed on (B)(6) 2020. Post-operative evaluation ((B)(6) 2020): best corrected visual acuity (bcva), right eye: 1,0/+1,5/-1,0/ax 10 and left eye: 0,7/+2,5/-1,5/ax 5. Laser correction of the residual defect was performed on both eyes on 05/29/2020. No further information has been provided. Evaluation ((B)(6) 2021): best corrected visual acuity (bcva), right eye: 0,8/+0,5/ -0,5/ ax 85 and left eye: 0,9/+0,75/-0,75/ ax 80. The patient had bilateral lens implants. This emdr report is for the patient's right eye. A separate report will be submitted for the patient's left eye.